Event description:
The customer reported that their device was no longer powering on with ac or dc power. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the external usb data cable, which was connected at the time of the reported issue. The customer received a replacement cable from their inventory and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.